Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic for palpitations. Upon interrogation, it was observed the patient¿s right atrial lead exhibited oversensing of noise, under-sensing, and oversensing of far field signal. The patient had a history of low atrial pacing impedance and high capture thresholds. The patient's pacemaker had multiple stored episodes of automatic mode switching, consecutive premature ventricular contractions, and noise reversions. It was noted that the patient had a history of atrial fibrillation and had an ablation performed on (B)(6) 2019. The device was reprogrammed, and the patient would continue to be monitored. The patient was in stable condition.